Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the cleaning brush becoming stuck in the insertion section mount was unable to be identified. However, it¿s likely the residue in the suction cylinder and the dirty light guide lens was due to incomplete reprocessing and drying of the device, as the cleaning brush was stuck in the device. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the light guide (lg) lens was dirty. This report is being submitted for the residue that exited the suction cylinder, the cleaning brush stuck in the insertion section mount, and the inside of the light guide lens was dirty.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the device channel mount has foreign material (biopsy channel clogged. Suction cylinder has foreign material ). In addition, cleaning brush based on the photo provided by service, noted stuck in the biopsy channel port. The reported issue was confirmed. Additionally, the device angulation was noted to be out of standard. Furthermore, the following defects were identified during device inspection: - electrical connector (el connector) corroded. - ks mouthpiece scratched. - air/water (aw) and suction cylinder discolored. - switch box discolored. - right/left (r/l) knob discolored. - light guide ( lg) lens dirty. - case cover ( c-cover) scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported "a cleaning brush is stuck in the device" . The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the device channel mount has foreign material, biopsy channel was clogged, suction cylinder has foreign material. This report is being submitted for clogged biopsy channel, foreign material found on channel mount suction cylinder (device handling issue, reprocessing problem).